Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 420 mg/dl. Patient's other blood glucose value was 119 mg/dl and 380 mg/dl and 340 mg/dl. Customer reported customer does not allege pump was under delivering. Customer reported insulin exited at the quick release. The customer was treated with pen and bolus. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0868 inches.no under delivery anomaly noted during testing.